Manufacturer narrative:
(B)(4). (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a manufacturing and labeling deficiency as the product was co-mingled during the sterile packaging operation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001822565-2017-09773

Event description:
It was reported that a 10mm tibial bearing was found in the packaging of a 12mm tibial bearing. Another product was used to complete the procedure. No adverse events were reported as a result of this malfunction. No further information has been made available at this time.